Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was received and confirmed that the patient has been seen in clinic since contacting the manufacturer. It was noted that the patient had episodes of supra ventricular tachycardia (svt) and that they were now on medication. No intervention was performed and device function was noted to be normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were "getting some skipped beats" and that their implantable pulse generator (ipg) "acted kind of weird". The patient stated that their ipg would "be at 95 and then drop down to 50". The patient reported that their device was reprogrammed from unipolar to bipolar and that the rate response feature was turned off and that some of the programming changes had helped with their symptoms. The patient did state that when rate response was on "I would suddenly feel more tired at 120 bpm". The patient stated "I was feeling it late at night. I felt shocking at the pacemaker. Adjacent to the pacemaker. It would happen at approximately 9 o'clock at night. I would feel these kind of pulses. When they changed it to bipolar it went away". The device remains in use. No further patient complications have been reported as a result of this event.